Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that high impedance and far field r-wave (ffrw) oversensing were exhibited on the right atrial (ra) lead. In addition, high and unstable thresholds were observed. Reprogramming was done for the lead. The ra lead remains in use. No patient complications have been reported as a result of this event.